Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not detecting the charger and was not able to charge. It was believed that the issue was due to depth. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the spectra ipg with a charger. It was charged fully in two cycles, and regained its functionality. The battery depletion rate and sleep current rates were within the expected range. This result attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was not detecting the charger and was not able to charge. It was believed that the issue was due to depth. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.